Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The handpiece is to be repaired and returned to the customer.

Event description:
It was reported by the customer that at the beginning of a talus procedure oil was squirting from the head of the handpiece. As soon as the leakage was observed, the handpiece was exchanged for an identical handpiece the customer had on hand. The doctor changed his gloves; the procedure was extended by less than 5 mins. No leakage contacted the pt. There were no reports of any adverse pt event associated with this alleged malfunction.